Manufacturer narrative:
Product ID 8703 lot# j93111807, implanted: 1993 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8703 lot# j93111807, implanted: 1993 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8703, lot# j93111807, implanted: (B)(6)1993, explanted: (B)(6) 2013, product type: catheter. (B)(4)

Event description:
(This event was also reported under manufacturer report # 3007566237-2013-02883 : it was reported that the patient may have been admitted to the emergency room and may be having withdrawals. It was thought that there might be a catheter complication and the patient was likely to have a dye study. No further details were provided. It was not known what medication this device system delivered. Additional information has been requested, but was not available as of the date of this report.) It was further reported that the patient had experienced withdrawal symptoms including increased spasticity, sweating and shakes. It was uncertain if further troubleshooting was done. The catheter was reported as not functioning. However, it was unclear as to the location of the catheter issue but noted as probably the spine. Also, when the representative read the pump it indicated that the patient had an 8711 implanted rather than the 8703. Ultimately, the entire implanted catheter was replaced with a new 8709 sc. However, it was reported that nothing was explanted except for the pump which was reaching end of service. Reportedly, the patient was doing "good." This device system delivered baclofen.

Event description:
It was reported that the patient experienced baclofen withdrawal symptoms including increased spasms, shaking, and sweating. The patient was given 40 milligrams of oral baclofen. Of note, the pump had been refilled five days prior to the date of this report. Further troubleshooting was planned. This device system delivered lioresal. It was further reported that the cause of the event was noted to be a probably catheter kink or occlusion as there was also a failure to aspirate. The location was reported as unknown. As a result, the catheter and pump were replaced on (B)(6) 2013 and no hospitalization was required. The patient also had experienced a fever as well. The patient recovered without sequelae. It was now reported this device system delivered compounded baclofen.